Event description:
Information was received from a patient (pt) regarding an external device. The reason for the call was the pt reported that they've been having problems recharging the implant for about a month or 2 or even longer. Pt mentioned that the recharging disconnected and sometimes won't connect and last night they stopped charging due to the issue but was able to get 50%; pt added even if they don't move the device disconnected. Pt was unsure if gaining weight had affected the connection but every now and then the device will connect and let them charge the implant. Pt during the call had tried connecting the recharging paddle and they got connected; controller was at 50% and the implant was at 70%. Agent reviewed best practices with the patient. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient (pt) called back stating they still had issues recharging the implantable neurostimulator (ins) since their last call in. When moving when recharging the ins it would beep at them and they could not get the ins to recharge. When trying to recharge the ins they got system problem rm03. During call pt verified no damage to the recharger telemetry module (rtm) or to the controller charging port. Agent closed case.